Event description:
Groshong PICC broke close to hub, migrated into patient's vascular system. Identified by routine nursing visit in home. When nurse arrived and removed IV dressing, she found small 1.5 cm piece of groshong PICC still attached to hub, lying on pt's skin under gauze dressing; it was broken, and the rest of the PICC was not attached. PICC exit site visualized with no PICC in it. Pt asymptomatic at time. Preventative rn emergency action implemented, and 9-1-1 notified and transported pt to hospital where interventional radiology was able to snare groshong catheter out of the pulmonary artery prior to further migration. Date of use: 2008. Diagnosis or reason for use: ivs.